Manufacturer narrative:
(B)(4). The investigational analysis has been completed. The biosense webster field service engineer visited the account. The biosense webster field service engineer was unable to reproduce any magnetic or misalignment issues while on site. Atp carried out as part of testing. All tests passed. No further issues were reported since the original instance of misalignment. The customer was advised on system setup to avoid issues. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that a patient underwent a procedure with a carto 3 system. After mapping and ablating which was mid procedure, a map shift no error message was reported. The approximate difference in the catheter location before and after map shift was not known. There was no patient movement and no cardioversion. The physician re-mapped and the procedure was completed as normal with no patient consequence. The map shift with no error message populating was assessed as a reportable malfunction as it could potentially be caused by a system malfunction as there is a potential risk to patient.